Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2, gluc3 glucose hk gen.3, and ureal urea/bun results for one patient from the cobas 6000 c501 module. Of the data provided, only the creatinine and glucose results were discrepant. The original creatinine result was 2.2 mg/dl and the repeat result was 0.7 mg/dl. The original glucose result was 118 mg/dl and the repeat result was 210 mg/dl. The erroneous results were reported outside of the laboratory and were questioned by the physician. The patient had ultrasound of kidneys performed, but there was no allegation of an adverse event. The patient has since been discharged and the customer could not provide further information. The creatinine reagent lot number was 36041301 with an expiration date of 31-may-2020. The glucose reagent lot number was 35720801 with a n expiration date of 31-oct-2019. The field service representative found an issue with the sample probe. He replaced the probe, flushed and inspected vacuum system, inspected the mixers, adjusted the probe positions, and inspected the gear pump. All mechanical and operational checks and precision testing passed successfully. The customer ran calibration and qc which passed. The investigation confirmed the issue was resolved by the service actions.